Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an aortic valve replacement (avr) procedure due to a degenerative valve. During the procedure, an application instrument for sternal zipfix or cutter head broke off during cutting and the spring was not working as desired. The spring was not bringing mechanism back to its original position as designed. It was stated that the first impression that there were some issue with the spring system and the cutter too was broken. The broken fragment was easily removed. The procedure was successfully completed using another zipfix applicator. There was no surgical delay reported. Patient status was unknown. This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Release to warehouse date: 09.jun.2016 correction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 03.501.080. Lot: 9893634. Manufacturing site: hägendorf. Release to warehouse date: 09.jun.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Investigation summary: we have forwarded the received information to "sustaining engineering" for "product development investigation", find the statement below: in this none-manufacturing investigation no design issue has been identified which led to the device intra operative failure. It is likely that the instrument at the customer side or reprocessing site was propped or hit by another object which caused the cutting feature breakage. However, product development cannot exclude a raw-material root cause for the component failure. Therefore, this non-manufacturing investigation can only be closed by sustaining engineering as inconclusive regarding a design related root cause. We have forwarded the received information to manufacturing side for manufacturing evaluation, find the statement below: selected flow(s): 2. Device interaction/functional. 3. Damage / examples: deformed/bent/cracked/broken. Visual: the shipped back device ¿03.501.808 applic-instr f/sternal zipfix¿ with lot number 9893634 is in used condition. During the visual inspection it was found that the cutter head was broken and all the tip results damaged and bended. Furthermore, the lever used for cutting is fixed very loosely to the tip of the device. Finally, the movement of the trigger jams. Functional test: functional tests were performed on the shipped back device ¿03.501.080 applic-instr f/sternal zipfix¿, with lot number 9893634, according to the valid inspection sheet. Visual and manual tests have to be performed after oiled the device in three points according to the surgical procedure. Once used some oil drops, the trigger had no more issue in the movement and the device passed all the manual/ visual tests (according to the inspection sheet that were possible to perform including those with cable tie number. The cable is a single-use item. It is not possible to perform anymore the functional test number with gauge number 15046-h because the screws were glued to the thread. It was not possible to test neither the cutter because it is broken. Dimensional inspection: hardness was measured on the broken component material. Evidence confirms that the break was not due to hardness issue because the value respects the specifications. Summary: the shipped back device ¿03.501.808 applic-instr f/sternal zipfix¿ with lot number 9893634 is in used condition. During the visual inspection it was found that the cutter head was broken and all the tip results damaged and bended. Furthermore, the lever used for cutting is fixed very loosely to the tip of the device. Finally, the movement of the trigger jams. Functional tests were performed on the shipped back device ¿03.501.080 applic-instr f/sternal zipfix¿, with lot number 9893634, according to the valid inspection sheet version af. Visual and manual tests have to be performed after oiled the device in three points according to the surgical procedure ¿sternum zipfix system¿ once used some oil drops, the trigger had no more issue in the movement and the device passed all the manual/ visual tests (according to the inspection sheet that were possible to perform including those with cable tie, the cable is a single-use item. It is not possible to perform anymore the functional test number with gauge number because the screws were glued to the thread. It was not possible to test neither the cutter because it is broken. The manufacturing process was executed according to the analyze documents. It is possible that the surgical procedure was not respected. The shipped back device had struggling with the trigger because it jammed. After the use of few drops of oil according to surgical technique ¿sternal zipfix system¿ it returned to move with no impediment as it has to do. The absence of synthes special oil could be the cause that brought to the misuse of the device and the application of a too high strength that led to break of the cutter head and the loosening of the lever misuse led also to the bending of the whole tip as it is possible to see in figure 2 section 2.1 (visual inspection). Comparing the shipped back device and is possible to see signs of serious damages on components due to the misuse. Hardness was measured on the broken component material. Evidence confirms that the break was not due to hardness issue because the value respects the specifications. According to evidences is not possible to address the final root cause to a manufacturing issue. The manufacturing process was performed according to pqp and all functional test were recorded. Misuse of the device is most likely to address as root cause. Since no manufacturing related issue was identified and/or confirmed, review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.